Event description:
Hcp reported patient presented with signs of an infection of the device pocket. These include redness and drainage. It is unknown if device was removed. Hcp reported cultures were not obtained. Patient does not have meningitis. The patient was treated with oral antibiotics. Hcp reported patient's infection is on-going. No product was returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.